Event description:
Complainant alleged taht during a routine preventative maintenance check, the device's video screen blanks out. The complainant indicated that there was no pt involvement in the reported failure.